Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter to treat the great saphenous vein (gsv). The device was prepped as per IFU with no issues identified. Five (5) segments of the gsv were treated successfully and the vein did close. It was reported that, prior to the last segment, the physician removed the introducer to perform treatment. However, once the ablation started and the catheter had reached the temperature, the physician felt the catheter was making a ¿bubbling like¿ noise. The device was removed from the patient and it was noticed that the thermal element was broken. The procedure was stopped, and the device was removed from the patient easily without any complication. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. No ancillary devices were included. Visual inspection: the catheter was removed from the packaging and inspected. It was observed the coil segment of the catheter showed a bend approximately 6cm from the distal tip. The bend was approximately 45 degrees. At the bend, it was observed the fep was deformed/melted. No evidence of a exposed coils were noted, however traces of dried blood was noted with the fep. The catheter shaft was inspected and a kink approximately 26.5 cm from the distal tip was observed. Functional testing: the closurefast catheter was connected to a lab rfg3 and activated. The catheter activated as intended. No noises from the coil segment were identified. If information is provided in the future, a supplemental report will be issued.